Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection. Patient hospitalization was noted, and the patient was given intravenous antibiotics. The explanted device was being used as a temporary pacemaker with a new lead placed through the ij. There were no additional adverse effects reported.

Event description:
Boston scientific received information that the temporary pacemaker and temporary pacing lead were explanted and a new system was implanted. No additional adverse patient effects were reported.